Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not sent to france for investigation, as repairs were carried out locally by nova scotia canada. The complaint reported that the pump was not working and its battery was low. During servicing, after few seconds of reconnecting the pump, it started to alarm and error 17 was displayed. The error code was checked and it was found that the battery voltage was low. To solve this issue, the battery was replaced, but when the pump was reconnected again, it displayed error 54 afterwards. No spare part was returned for investigation. However, our investigator confirmed that the two errors displayed were related and could come from the power board and/or its connectors. But after several attemps to obtain the log extract and evidence about error 54, no information was provided. Therefore, without further evidence to confirm the origin of the defect, the root cause of the reported event could not be confirmed. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Staff indicated pump was not working. Found pump had a low battery and plugged pump in. After a few seconds the pump began to alarm and had error 17 displayed. Looked error code up and found it is low battery voltage, action is to replace the battery. Error 17 (battery issue). More information is needed to investigate this issue fully.